Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: image was not displayed because communication failure occurred due to faulty cable, the cable was broken because water entered from the puncture on the cable. The event can be prevented by following the instructions for use which state: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the autoclavable camera head had some kind of electrical issues when it was placed into the machine, the picture would come in and out (blacks out). The issue was found during preparation for use for an unknown type of therapeutic procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the picture coming in and out (blacks out) was confirmed. The device evaluation found it was due to a faulty cable. Additional non-reportable findings were: failed leak test due to puncture on cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.